Event description:
The complainant reported a (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. After advancing the repositioning sheath, the patient developed an access site bleed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.